Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of left posterior upper thoracic pain. There was no indication that the event was related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of left posterior upper thoracic pain. There was no indication that the event was related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Additional patient information: patient (B)(6). Date of symptom onset is unknown; however, the patient reported the issue during a follow up visit on (B)(6), 2007. This report is for one (1) unknown medium 6mm prodisc-c implant. (Other): without a valid part and lot number, a UDI number cannot be generated. It is unknown if the implant has been (or will be) explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that patient (B)(6) had a medium 6mm prodisc-c implanted at c3-4 on (B)(6), 2007. There were no intraoperative complications reported. The patient was discharged home on (B)(6), 2007 with no complications. Discharge medications included: tylenol 500mg every 6 hours and oxycodone 5/20mg every 3 hours. The study was completed on (B)(6), 2014. The following adverse events (ae) were reported: reflex and sensory-neuro deterioration with left posterior, upper thoracic pain (possibly related to the ae) reported on (B)(6), 2007. Neck pain due to rheumatoid arthritis reported on (B)(6), 2011. This report will address the reflex and sensory deterioration reported during a follow up visit on (B)(6), 2007. This report is for one (1) unknown medium 6mm prodisc-c implant. This report is for (B)(4).